Event description:
The following was reported to gore: on (B)(6) 2023, a patient was to be implanted with an 8mm x 15cm gore® viabahn® endoprosthesis with heparin bioactive surface (vsx device) to treat abdominal aortic occlusion and iliac artery thrombus, two stents were planned to be released parallelly to the left and right iliac arteries. Puncture site was femoral artery. The vsx device in the left iliac artery was advanced to target lesion. Deployment cable was pulled, but deployment line was stuck when the device expanded about 3 cm. The vsx device was unable to be deployed completely. Therefore, physician cut the deployment line and removed the delivery system. The vsx device was removed using a snare. Subsequently, a new vsx device was implanted and successfully deployed. Patient did not experience adverse consequences.

Manufacturer narrative:
Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device verified that the lot met all prerelease specifications. The device was returned to manufacturer and is under evaluation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Engineering evaluation: the returned device was observed to be consistent with the product listed within the complaint. Evaluation of the returned device indicates: evaluation of the deployment mechanism was not possible because the endoprosthesis was returned fully expanded. Delamination and other damage, including axial displacement and folding of body tape, were observed along the length of the endoprosthesis consistent with unintended device damage during withdrawal with a snare as reported. Engineering evaluation of the returned device could not establish the cause for the reported complaint. Investigation conclusions: this complaint was initiated on the basis of information received from the field. The information reported in the complaint indicates the user experienced an inability to deploy the device, there was partial expansion of the endoprosthesis within the patient, and the device was subsequently withdrawn without additional complication. The viabahn® device was returned to gore for evaluation, and the endoprosthesis was returned fully expanded so an assessment of deployment mechanism performance was not possible. The cause for the reported deployment difficulty could not be established.